Event description:
The customer reported that an error code which causes the pump to stop was displayed during a case. The pump console was swapped and the perfusionist was able to continue the case.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.